Event description:
On (B)(6) 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment fractured.

Manufacturer narrative:
The abutment was returned to sybron implant solutions (B)(4) and evaluated. A visual inspection indicated that the abutment meets product specifications and that the fracture was not the result of a design flaw or a manufacturing error, but to overloading after screw loosening. This is not a product failure.